Event description:
In 2006, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the reporter in october, 2006 to obtain/clarify info. The pt obtained a 159 mg/dla t 7:30 am on october 9th, while experiencing no symptoms. Her granddaughter administered 10 units of n insulin and 4 units of r insulin. She ate oatmeal, drank orange juice, and water for breakfast. Around 8:00 am while eating the last two tablespoonfuls of oatmeal, she was described as incoherent, sweaty, and unable to speak, unable to open her mouth, and slumped over. Her grandson contacted the paramedics and within mins, they arrived and obtained a 34 mg/dl on their meter. The paramedics were unable to administer IV treatment due to her small veins. She was transported to the hosp. The ER meter read 34 mg/dl. She was admitted and treated with IV fluids and dextrose. She was diagnosed with low glucose. At "other tests" were negative. The reporter was advised to check the meters accuracy. The pt had been taking 10 units of n, 4 units of r insulin 1/2 hr prior to breakfast and 3 units of n at bedtime, 3 units of r 1/2 hr before dinner. The reporter confirmed that the pt was advised to never adjust her insulin dose based on the meter readings and were never advised on sliding scale regimen. She was prescribed 10 units of lantus in the morning and 1 tablet starlix before each meal. The customer care advocate (cca) verified that the unit of measurement was set correctly. The pt was correctly cleaning the puncture area and using the correct testing technique. The smas verified the test strips were witin expiration date, stored properly, and not opened longer than the discard date. The reporter explained that a control solution test had never been performed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt obtained a 159 mg/dl, administered her usual insulin dose, developed symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned.